Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia after a recent infusion site change using a 23-inch, 6 mm contact detach set, with blood glucose reportedly reaching 400 and remaining elevated most of the day, requiring 6 units of fiasp for correction; a subsequent nocturnal hypoglycemic episode occurred and was treated with graham crackers, after which the user was in target range. Symptoms included hyperglycemia and hypoglycemia without loss of consciousness, dizziness, or diabetic ketoacidosis. Outcomes included self-management with correction insulin and oral carbohydrate, without medical intervention or hospitalization. Investigation included complaint intake, troubleshooting, and user education regarding cartridge replacement without changing a recently placed infusion site. Investigation of this case revealed a cause that remained unclear, with no device malfunction reported or confirmed. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.